Event description:
When tried to eject the iol with the injector, the tucked preceding loop (haptic) popped out from the tip, causing posterior capsule rupture. As the posterior capsule rupture was confirmed, the preceding loop was sutured to the ciliary sulcus while placing optics temporarily on the bag, and moved the trailing loop out of the eye. After confirming the complete ccc when examined the state of the rupture, both loops (haptics) were sutured to the ciliary sulcus first, then the optic was tucked into the posterior capsule through ccc to fix.

Manufacturer narrative:
It is considered this event has nothing to do with any medical device or medical agent used in the surgery. It was inferior precision of the injector that prevented the injector from functioning smoothly, thereby making the loop pop out uncontrollably.